Manufacturer narrative:
This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This file is a review of the following journal article: wei, d., et al (2019) different surgical methods for the treatment of doyle type I mallet finger comparative clinical efficacy studies. J traumatic, vol. 24, pages 1-3 (china). The study emphasizes on the analysis of the clinical efficacy of different surgical methods in the treatment of hammer finger. The patients evaluated on course of this study: 33 patients. The article describes the following procedure: internal fixation. The devices involved were: unknown mini-anchor. Complications described: unknown patient. There were 3 cases of postoperative nail deformity, 2 cases of infection, 2 cases of knot exposure, infection with antibiotics and aseptic dressing treatment but finally ineffective, and then removal of internal fixation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek's product failure(s). It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field. Device history lot : no lot numbers were supplied which precludes conducting a DHR review or a lot-specific search in the complaints handling system.